Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/28/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 09/29/2016 and inaccurate readings were observed. The reported event of inaccurate cgm values was confirmed during log review. A root cause could not be determined.